Event description:
A bipap a40 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, an error code (failure of the outlet pressure sensor) was found in the ventilator's downloaded error log. There was no patient harm or injury reported. The system pca needs to be replaced to address the issue.